Event description:
It was reported that the ptm2 was not uploading information ¿ the refill date was not accurate and did not coincide with the 8840. It was unknown what drug was used in the device system. It was later reported that the aaa batteries were changed and the device worked perfectly.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).